Event description:
A report was received that the pt's pocket site was too big due to the pt losing weight. The pt underwent a pocket revision surgery and is reportedly doing well.

Manufacturer narrative:
This is the final report.